Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was not hospitalized for the peritonitis event. The patient was treated with injection vancotroy (2grams, stat intraperitoneally (ip)) and gentamycin ip (20milligram, once daily, for twenty one days) for the event. At the time of this report, the patient was recovering from the peritonitis event. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). On an unreported date, the patient had recovered from the event of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.